Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that the patient has recovered from the peritonitis and cloudy effluent (on an unknown date). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in a septic technique was not further described. The patient was not hospitalized, and it was not reported if the patient was treated for peritonitis. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. The patient was not retrained in proper aseptic technique. No additional information is available.